Event description:
The pt's explanted device was returned to the company. Advanced bionics is in the process of gathering additional info. Once additional info is received, a supplemental report will be submitted.